Event description:
A report from italy stated that the device had a bent neuro-tip. It is known that the device was not used in surgery. It is unknown if there were any patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).